Event description:
It was reported that the device alarmed primary audible alarm background (bkgd) test. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was in excellent condition. The technician performed an occlusion test and was unable to duplicate the primary audible background test. The root cause of the reported issue couldn't determine the cause for the intermittent of the primary audible alarm background test. The technician replaced the speaker for preventive measure. The technician performed occlusion test and device passed all functional tests. There's a corrective action preventive action (CAPA) for primary audible alarm background test issue.